Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure performed on (B)(6), 2010. According to the complainant, while cutting the polyp, the console started to beep/alarm, as if the adapter to one of the pads was not connected into the machine. Both pads were changed, but the alarm continued. The issue appeared to be a loose connection. The pad adapter was jiggled around until the beeping stopped, and then was not touched for the rest of the procedure. Also, the speaker indicating cautery was almost inaudible. The procedure was completed with this console. A week following the procedure, the pad adapter was replaced, but the connection was not improved. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be ok.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)